Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the lead had also dislodged. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.